Event description:
It was reported via repair work order that the velcro is not holding the mattress to the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.